Manufacturer narrative:
(B)(4). Eval, results: stent thrombosis.

Event description:
One endeavor rx drug-eluting stent was implanted in the lcx to treat a dissection. It was reported that some time afterwards stent thrombosis developed however, the physician has commented that the event would not be related to the endeavor rx stent.